Event description:
A customer observed that a centrifuge did not come up to the appropriate speed durng a centrifugation operation. Gel card that are not centrifuged at the appropriate speed could result in erroneous results. No patient results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the replacement of the centrifuge belt returned the device to expected operation.